Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 26th january 2018.the device was returned for failing to power on and red status indicator flashing. The device was failing to power on, either via the on/off button or to initiate the self-test. This had resulted in the device missing a scheduled weekly auto self-test and therefore entering fault mode and therefore the status indicator flashing red along with a failure chirp. The fault was traced back to a failure of transistor q39 under load. The output from the drain of the transistor q38 was measured and found to be bring dragged lower than the normal 18v required on a known good device. This had resulted in a failure to activate the gates of subsequent transistors, including q31, resulting in the voltage failing to switch onto the 18v line and the device failing to power on. The faults could not be replicated when q39 was replaced. Furthermore, after replacing q39, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault.it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event. The device won't switch on and has a red status indicator.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. The device won't switch on and has a red status indicator.